Event description:
This x-ray system went down during an examination, patient was on table. The system had to be shut down and started up again to bring it back on line.

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.